Event description:
During power failure at hospital, adult star ventilator went into an unalarmed power loss condition and failed to operate on the back up battery. There was no patient injury as a result of these conditions.